Event description:
It was reported that during a pta treatment procedure to dilate a 50% stenosis in an iliac vessel, removal difficulties were encountered. The physician had inflated the balloon one time at 6 atm. While attempting to remove the balloon catheter it became stuck within the 5 fr. Pinnacle sheath. The physician withdrew the balloon catheter and sheath simultaneously. The sheath was replaced and the procedure successfully completed with a different balloon catheter. The patient is reported as 'fine' following the procedure; no injuries or complications were reported.